Event description:
The explanted lead and generator were received by product analysis. Product analysis has not been completed to date.

Event description:
Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal near end of service condition. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis of the returned 148mm portion the end of the connector pin quadfilar coil appeared to be broken approximately 196mm and the connector ring quadfilar coil appeared to be broken approximately 330mm from the end of the abraded open / cut outer tubing. Scanning electron microscopy was performed and identified the areas as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. During the visual analysis of the returned 214mm portion quadfilar coil 1 appeared to be broken approximately 38mm and quadfilar coil 2 appeared to be broken approximately 43mm from the end of the torn outer silicone tubing. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 38mm) and identified the area the area as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. Scanning electron microscopy was performed on the quadfilar coil 2 coil break (found at 43mm) and identified the area on two of the coil strands as having evidence of being worn to the point of fracture and no pitting. During the visual analysis of the returned 214mm portion quadfilar coil 1 appeared to be broken approximately 19mm and quadfilar coil 2 appeared to be broken approximately 25mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 19mm) and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Pitting and flat spots were observed on the coil surface. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 25mm) and identified the area on three of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting on one and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture on two of the broken coil strands. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture (rotational forces) which most likely completed the fracture with mechanical damage. During the visual analysis of the returned 28mm portion the (+) white electrode quadfilar coil appeared to be broken approximately 3mm from the end of the torn inner silicone tubing. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with fine pitting and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture on one. Pitting was observed on the coil surface. During the visual analysis of the returned 28mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 11mm from the end of the torn inner silicone tubing. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. It is unknown exactly what caused the quadfilar coil to melt. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. With the exception of the observed discontinuities and abraded openings the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. A set of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegations of the high impedance.

Event description:
Patient presented with a generator at near end of service and high lead impedance. Patient underwent full revision (replacement of the lead and generator). Pin re-insertion was attempted as well as pulling and examining the lead and the high impedance did not resolve prior to the lead being replaced. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.